Event description:
It was reported that on (B)(6) 2024, a 26mm amplatzer septal occluder was selected for implant. During the implant procedure, it was noted that the device presented in a cobra deformation. The device was removed and replaced with a new 26mm amplatzer septal occluder to resolve the event. There was no interaction with cardiac structures and no angulation/kink noted in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse health consequences to the patient and they are currently stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Images received appeared to show device in cobra deformation. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 26mm amplatzer septal occluder was selected for implant. During the implant procedure, it was noted that the device presented in a cobra deformation. The device was removed and replaced with a new 26mm amplatzer septal occluder to resolve the event. There was no interaction with cardiac structures and no angulation/kink noted in the delivery system. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse health consequences to the patient and they are currently stable.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.